Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there were difficulties deploying the filter. The intended treatment location was in the vena cava. During the attempted deployment of a 12 fr femoral titanium greenfield filter, the physician was not able to fully deploy the filter outside of the sheath. The filter was partially constrained in its sheath, the physician thought it was because the sheath was kinked. The greenfield sheath was eventually able to be removed and the filter deployed, it just took some time. No patient complications were reported and the patient status is fine.